Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient had a sudden return of symptoms and premature battery depletion was found so the battery was replaced; there were no known factors. The battery was checked with the physician programmer by physician during office visit and again in pre-op prior to battery change to confirm low battery. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the patient ran therapy on 0.8v on all programs. The healthcare provider (hcp) feels the battery should've lasted longer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis revealed that the implantable neurostimulator (ins) (B)(4) output and telemetry were acceptable; however, the battery was near normal battery depletion. There was no significant anomaly discovered. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.